Manufacturer narrative:
510k: this report is for an unknown cage/spacer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent for a surgery to extend the stabilization to the l5-s1 level on (B)(6) 2017. Previously operated procedure was done one (B)(6) 2017 without any complications, but the patient¿s disease started to progress and the l5-s1 level was taken. During this procedure, two additional screws were screwed into the pelvis, the bars were replaced with longer ones and the cage concord was inserted at the l5-s1 level. The procedure was completed successfully without any delay reported. The patient was discharged from the hospital. This complaint involves unknown number of devices. This report is for (1) unknown cage/spacer. This is report 3 of 4 (B)(4). Related product complaint: (B)(4).